Event description:
It was reported that afer release of the screws, the lead could not be removed from the temporary connection. The lead and the temporary extension cable were removed from the pt and the wound closed. There were no reported post-operative injuries. The pt was to be scheduled for a complete implantation in 4 to 6 weeks.

Manufacturer narrative:
(B) (4). The lead and extension have been returned. A follow-up will be filed when analysis is completed.